Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with calcium gen.2 (ca2) assay on a cobas c503 analytical unit. Initial result: 5.81 mg/dl. The customer questioned the initial result as it was low and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 8.75 mg/dl.

Manufacturer narrative:
The ca2 reagent lot number was 80301501 with an expiration date of 31-aug-2025. The calibration was last performed on (B)(6) 2024 and it was acceptable. The qc was within the ranges. A general reagent issue can be excluded since calibration and qc data were acceptable. The alarm trace showed no abnormalities except for an abnormal aspiration alarm on the day of the event but not on the time of the event. The field service engineer found that the sample probe was dirty, the probe spring in the washing station was misadjusted and the photometer control results were high. He cleaned the sample probe and restored the probe spring. He then verified the system by performing a cuvette blank and photometer check and performing tests with successful results. The root cause was consistent with a maintenance issue.